Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. Event data review showed CPR was being performed during the first segment of the rhythm analysis. Per the x series operator's guide, rhythm analysis should not be used during patient movement, including CPR or transport. Proper operation requires the patient to be motionless, with no contact or stretcher movement during ECG analysis. The device performed to specifications and was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.